Event description:
It has been reported to philips that during an uterine embolization procedure collimation was not available and the patient received a total dose of 6,650.30 mgy air kerma. The system provided warning messages to the user indicating that collimation was not available. No harm resulting from this event has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. Analysis of the log file confirmed a failure of the collimator, the shutters and spectral filter were not working. User messages were prompted to the user informing of the failure of the shutters and spectral filter. A philips service engineer inspected the system onsite and replaced the collimator and collimator cable. The system was returned to use in good working order. The function of the collimator is to shape the x-ray beam, to reduce the extra-focal radiation as much as possible, and to apply spectral filtering to the x-ray beam. The spectral filter in the collimator filters out soft radiation as it does not contribute to image quality and reduces the amount of patient dose (air kerma). Failure of the shutters or wedges may affect the dose area product. Failure of the spectral filter may affect the air kerma. Whenever the spectral filter fails, the system calculates the air kerma considering that there is no filter in the beam (independent of at what moment the filter fails). This may result in a calculated air kerma being higher than the actual dose. For this specific case the high dose is also explained by the long scan time (41 minutes) and the high number of images taken (17333). Corrected data: event date and codes have been updated.